Event description:
The bench technician while working on the device found the high voltage capacitor out of specification. There was no patient involvement. The bench technician while working on the device, found the high voltage capacitor out of specification. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.